Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one other reported incident against the provided product and lot combination for the articuleze m head 36mm +8.5 (metal head). Per wi-3430 a review of the device history records for the head and liner is no longer required. Review of the device history records and/or a lot specific complaint database search was not possible for the pinnacle mtl ins neut36idx54od as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address metallosis and osteolysis. Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report indicates that patient was revised to address pain, swelling and adverse local tissue reactions. There no additional information that would affect the outcome of the investigation

Manufacturer narrative:
Added: (lot# & expdate), (device).corrected.

Event description:
Update sep 07, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges pseudotumor and inability to do adl. After review of medical records, there is no new information. Added complainant information. Updated product information and added the stem product for the alleged elevated metal ions. This complaint was updated on: october 04, 2017.